Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The 3.00x16mm promus element plus stent delivery system was used for treatment. However, the stent could not advanced and it was noted that the stent struts were lifted. The device removed and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable. It was further reported that the lesion was a 90% stenosed, mildly tortuous and severely calcified and, the device had difficulty advancing to the lesion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element plus stent was used for treatment. However, the device could not advance and it was noted that the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.